Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1229477 device expiration date : 08/31/2026. Device manufacture date : 08/17/2021. Lot # : unknown device expiration date : unknown. Device manufacture date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold for brandi 3.15it was reported by active surveillance ¿ clinical research [equinoxe shoulder study] that the index surgery occurred on (B)(6) 2018. Rotator cuff is torn, not from a specific trauma. Patient is considering a revision, but no action has been taken yet. The case report form indicates this event is unlikely related to devices and possibly related to procedure. This event report was received through clinical data collection activities. Update on 10/27/2019: patient was revised on (B)(6) 2019. Only the humeral stem and glenoid were replaced. The case report form indicates this event was resolved with revision surgery on (B)(6) 2019. No additional information.